Event description:
The customer reports the event as: during a test performed after use, the liquid of the drainage flowed back into the pt tube and into the vacuum tube when the taken volume was higher than 2l. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.